Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot ab8099u14 was reviewed and the product was produced according to product specifications. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 01 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the flex connector doesn't hold correctly and is falling out. No further information provided.

Manufacturer narrative:
All information reasonably known as of 30-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received on 02-nov-2018 stated that "numerous cases" occurred. No patient specific information was provided or available. Due to the report of "numerous," three events will be reported. This report, 8030647-2018-00636, will represent the first event. Please see 8030647-2018-00651 for the second event. Please see 8030647-2018-00652 for the third event.